Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no power on the high definition lcd monitor may have been caused by broken electrical circuits in the internal board or affected by facility environment. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking to olympus technical assistance center (tac) via the phone, the user reported no power on the monitor but did not think it was related to the power supply. Troubleshooting was not performed while the user was on the phone with tac. Tac recommended the device be sent in for repair. Follow up was performed with the user facility and the user reported that it is unknown at this time if the device would be returned for evaluation. The user facility may purchase a replacement device or send the subject device in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), there was no power on the high definition lcd monitor prior to an unknown procedure. The procedure was completed without delay with a similar device. There were no reports of patient harm associated with this event.